Event description:
It was reported that during a da vinci-assisted radical cystectomy with other urinary diversion surgical procedure, the patient began to bleed during dissection. The blood loss volume was not provided. The intuitive surgical, inc. (Isi) clinical sales representative (csr), who was present during the procedure, reported that an endowrist instrument (specific instrument unknown) was being used during dissection when the bleeding began. The surgeon attempted to cauterize with the da vinci system and instruments, including a vessel sealer extend (vse), to control the bleeding. The procedure was ultimately converted to open to control the bleeding. It is unknown what intervention was performed after the case was converted to open. There were no abnormal behaviors of the instruments and nothing remarkable about the conversion. The site reportedly resolved the bleeding after converting the procedure. Isi performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned to isi for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history was performed and no other complaints related to this product or event were found. No images or videos were obtained for this reported event. A review of the system logs for the procedure date on (B)(6) 2021 has been performed and confirmed the procedure was performed on system sk2400. All instruments used during this procedure were reused in subsequent procedures except for the maryland bipolar forceps instrument (part number: 470172-16 / lot number: n10190606-0093 / uses remaining: 6 ). A review of the site's complaint history shows no complaints reported for this instrument. This event is being reported due to the following conclusion: during a da vinci-assisted radical cystectomy with other urinary diversion procedure, the patient experienced bleeding which occurred during dissection. At this time, the cause of the intra-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with other urinary diversion surgical procedure, the patient began to bleed during dissection. The blood loss volume was not provided. The intuitive surgical, inc. (Isi) clinical sales representative (csr), who was present during the procedure, reported that an endowrist instrument (specific instrument unknown) was being used during dissection when the bleeding began. The surgeon attempted to cauterize with the da vinci system and instruments, including a vessel sealer extend (vse), to control the bleeding. The procedure was ultimately converted to open to control the bleeding. It is unknown what intervention was performed after the case was converted to open. There were no abnormal behaviors of the instruments and nothing remarkable about the conversion. The site reportedly resolved the bleeding after converting the procedure. Isi performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned to isi for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history was performed and no other complaints related to this product or event were found. No images or videos were obtained for this reported event. A review of the system logs for the procedure date on (B)(6) 2021 has been performed and confirmed the procedure was performed on system sk2400. All instruments used during this procedure were reused in subsequent procedures except for the maryland bipolar forceps instrument (part number: 470172-16 / lot number: n10190606-0093 / uses remaining: 6 ). A review of the site's complaint history shows no complaints reported for this instrument. This event is being reported due to the following conclusion: during a da vinci-assisted radical cystectomy with other urinary diversion procedure, the patient experienced bleeding which occurred during dissection. At this time, the cause of the intra-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Fields are not applicable.

Manufacturer narrative:
On 06-dec-2021, intuitive surgical inc. (Isi) contacted the surgeon of this procedure and the surgeon reported: "yes we converted but I don¿t see it as an equipment failure issue. It was a bleeding related conversion and I mainly converted in the interest of controlling the bleed quickly. Patient did fine and went home same day as she would have without conversion."